Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The caller stated that the customer thought that he had a cold, scheduled an appointment with the doctor, but never made it; his heart stopped. The caller stated that the customer had diabetes complications, but the caller did not know specifically what they were. The customer also had kidney failure. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer wore the insulin pump at the time of death or not. The caller stated that the customer was probably wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not know where the customer's insulin pump is, but agreed to return it if found.